Event description:
(B)(4). Since essure, I have dealt with a constant indescribable pain. I feel as if something is ripping my insides apart. I have had issues with ovarian cyst, fatigue, nausea, headaches, weight gain,back pain and terrible pelvic pressure.